Event description:
Additional information: on (B)(6) 2019, the patient received a percutaneous lead (driveline) replacement. Following the replacement, the lvad system was tethered to a grounded patient cable with the driveline fault alarms returning the next day. No additional information was provided.

Manufacturer narrative:
Section b5: additional information. Section d6: correction.

Event description:
Additional information received 29jan2019. Due to the percutaneous lead (driveline) replacement not being successful, the patient has been offered a pump exchange but has consistently declined. On (B)(6) 2019, the lvad system produced a pump stop event, however, the patient and spouse did not recall the alarm. A non-grounded patient cable was requested by the lvad team and was shipped for patient use.

Manufacturer narrative:
Although the evaluation of the submitted log files confirmed the report of driveline faults alarms, a specific cause for the events could not be conclusively determined through the evaluation of the returned portion of the percutanoues lead (driveline). In addition, the evaluation of the submitted log files confirmed the report of a pump stop after the driveline repair; however, a specific cause for this event could not be conclusively determined through this evaluation. Approximately 18" of the replaced portion of the driveline was returned. Segments of silicone jacket material, bionate material, and all 6 underlying wires were also returned. The outer layers of the driveline were severed approximately 16.5¿ from the metal connector. Rescue tape was observed surrounding the terminus of the distal end bend relief. Metal braided shield breakdown was observed adjacent to the metal connector, and minor breakdown was observed along the length of the driveline, consistent with the duration of use. Visual inspection of the underlying wires revealed no apparent evidence of damage or wear to the insulation or inner conductors. Electrical continuity testing of the driveline segment with the outer layers removed did not reveal any discontinuities. Manipulation of the underlying wires did not reveal any areas of inner conductor damage. The evaluation did not reveal any driveline damage that would have contributed to the driveline faults observed in the submitted system controller log files. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years, 8 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the percutaneous lead (driveline) is covered with tape and the lvad system was producing driveline fault alarms. The system controller was exchanged. No additional information was provided.